Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. However it was noted that the upper case and lower case were contaminated and broken, the battery release and battery drawer were contaminated, the ring cover, lead flex cover and battery flex were contaminated, one side bail cover, one bail and one screw were missing, the ring was bent, and the display was missing pixel segments intermittently.

Event description:
It was reported that the sensitivity of the external pulse generator (epg) was questioned, but the biomedical engineer could find no issue. The epg was returned for repair and calibration. No patient involvement or complications were reported.

Event description:
It was reported that the biomedical engineer was questioning the sensitivity of the external pulse generator (epg). The device was expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.